Event description:
Customer reportedly received results of 700 mg/dl and 53 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer had discarded the system; replacement was sent.